Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant of the lead, there was absence of capture in different sites. Immediately post operative, the thresholds increased to a high threshold. The day after implant there was complete loss of capture. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and the visual summary analysis of the lead indicated damage at implant. The analyst also noted: proximal conductor is distorted at 24.5cm and pressing on distal conductor, not allowing it to rotate. Damaged at implant attempt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.